Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (constant adjust belt or check belt messages) has been confirmed. Upon eval, the electrode belt connector was defective. The electrode belt connector on the monitor was worn and would not latch properly. The cause of the constant check belt messages is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the defective electrode belt connector. The root cause of the defective electrode belt connector cannot be positively identified, but was likely physical abuse. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt or check belt messages. The pt was issued a replacement monitor.